Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's paddle lead had migrated (related manufacturer reference number: 1627487-2023-01950). As such, the patient had a surgery on (B)(6) 2022 where a percutaneous lead was added , however, the physician was unable to get the percutaneous lead high enough due to patient anatomy. As such, surgical intervention was undertaken where the percutaneous lead was explanted and replaced. The new lead was implanted at a higher position to address the issue. Reportedly, the patient now has effective therapy.